Event description:
The customer reported that while the pump was in use on a pt the unit shut down. The power was cycled and the unit continued to function normally. Customer did not indicate if the pump was replaced during the therapy. No pt injury was reported.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep examined the pump and found the power supply was causing the event. The power supply (part #014-00-0033) was replaced. The system was tested to factory specifications. It functioned normally and was returned to the customer. The replaced power supply was received by the manufacturing facility in mahwah, nj for eval. The failure was duplicated causing shut down after 85 minutes because of a defective fan blade. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).